Event description:
Account obtained discrepant results for two patient samples. Sample one gave an initial result of 0.036 ng/ml for troponin t which repeated as 0.011, < 0.010 and 0.012. Sample one ckmb initial result of 4.89 ng/ml was repeated and recovered, 0.100, 0.100, 5.42 ng/ml. Sample two gave an initial result of <0.100 ng/ml for ck mb which repeated as 70.28 ng/ml. The incorrect results were not reported. The field service rep was unable to determine a cause for the discrepant results.